Event description:
Bd vacutainer urine complete cup kit noted to have red/yellow speckled urine collection tubes with condensation inside. When tested, red/yellow speckled tube does not fill completely. Concern that product is compromised, most of product stocked on unit demonstrate the same appearance of significant condensation on the inside of the tube.